Event description:
It was reported that during an ercp procedure, the tip dislodged inside the pt. An rx lithotripter basket had been advanced to retrieve stones in the common bile duct. The physician was able to successfully remove 2 stones. On the attempt to retrieve a 1.4 cm stone, the basket "came apart as indicated; however, the stainless steel tip was left inside the pt." The physician deployed a unk type 7 cm/7fr plastic stent in an unspecified location for "drainage". The pt is reportedly "stable" and will undergo a spyglass procedure at another facility after her baby is delivered.

Manufacturer narrative:
Device analysis: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.